Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported getting reagent solution inside his/her mouth with the binaxnow covid-19 antigen self test. The consumer was advised to flush his/her mouth with copious amounts of water. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services advised the customer the regent contains a harmful chemical and they should flush out the affected area with copious amounts of water. Three attempts were made at contacting the customer for additional information but where unsuccessful. According to the package insert in195150c v. 3.0. Precautions: the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.